Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer's device and verified the reported issue.  It was determined that a bad connection in the internal paddles being used in conjunction with the device had caused the reported issue.  No further details were provided.  No identifying information about the internal paddles was provided by the third party service agent.   After observing proper device operation through functional and performance testing the unit was returned to the customer for use.  Neither the device nor the internal paddles have been returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that their device would intermittently not shock when prompted, during a thoracotomy procedure.  Medical personnel were using internal paddles to provide defibrillation therapy to the patient.  Medical personnel attempted to shock again, this time they successfully delivered a shock to the patient.  There were no adverse effects to the patient as a result of the reported issue.  No further details about the patient or the event were provided.